Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
The customer's wife is calling on behalf of the customer. The customer is feels that the results he is getting from his meter are reading too low. The customer's expected fasting blood glucose test result range is 100-150mg/dl. The customer is not experiencing any symptoms of low blood sugar and does not need to seek any medical attention. The customer has not made any recent changes in his diet, medication, or exercise regimen. The customer is testing twice to three times a day (fasting) and is on medication for his diabetes (metformin). The customer is storing the meter and test strips in the bedroom. The test strip lot manufacturer's expiration date is 4/15/2018 and open vial date is (B)(6) 2016. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results 99 and 105mg/dl. The customer stated that the date/time have not been setup. The meter memory was reviewed for previous test result history: 101mg/dl (B)(6) 2016 07:22 am fasting: yes; 87mg/dl (B)(6) 2016 09:24 am fasting: yes; 119mg/dl (B)(6) 2016 01:52 am fasting: yes; 88mg/dl (B)(6) 2016 08:33 pm fasting: yes; 118mg/dl (B)(6) 2016 12:38 pm fasting: yes.